Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor not lasting its expected lifetime occurred. Data was provided for evaluation and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found. However, signal loss over one hour due to the patient closing the mobile app was found within the investigation window. This is potential patient misuse of the device. The reported event of a sensor not lasting its expected lifetime is reportable based on the finding of signal loss greater than one hour. No injury or medical intervention was reported.